Event description:
Crm received info that this dextrus atrial lead exhibited insulation damage due to the suture sleeve being tied too tightly. In a revision procedure, the lead was explanted and successfully replaced by a new lead.